Manufacturer narrative:
It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, the severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and patient's information and the lack of device investigation. The xience v stent indicated is being reported under another MFR# 2024168-2009-02172.

Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: failure to advance requiring surgical intervention. Device issue: failure to advance. It was reported that during a lad/diagonal bifurcation stenting procedure, the xience v stent was deployed at 16 atm and a perforation occurred. The physician attempted to implant a graftmaster for repair, but it would not cross; therefore, failed to treat the vessel injury. A second xience v was then implanted proximal to the first xience v stent. The patient was urgently taken to the surgery and underwent coronary artery bypass grafting. The patient is doing well and has been discharged to home. No discharge date is available. There is no additional information available.